Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported that at a recent refill on (B)(6) 2024 the patient complained of swelling over the pump site. They had denied any systemic symptoms. The patient went to the emergency room on (B)(6) 2025 and 95 cc of purulent drainage had been drained with surrounding erythema. It had been decided to remove the implanted system due to infection on (B)(6) 2025. No further complications were noted.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the patient was deceased. Additional information was received from a healthcare provider (hcp) on 2025-06-05 and it was reported that the patient's death was related to the device and/or therapy. It was noted the patient had complications with infection status post pump refill that led to patient expiration. Additional information was received again from a healthcare provider (hcp) on 2025-06-20 and it was reported that the patient was in an out of area hospital when the device was removed so the device status was unknown.

Manufacturer narrative:
B2: exact date of death is unknown; date of death is approximate based on the information reported. H6. Correction: patient code: e2338 is also applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine drug and baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient had the pump filled on monday the (B)(6), and by thursday the (B)(6), an infection was discovered around the pump. The patient representative (rep) stated that on saturday, (B)(6) 2025, they had to life flight the patient to the (B)(6). On sunday (B)(6) 2025, and they removed the pump and the catheter due to the infection. The patient was on antibiotics, and they were trying to find a balance between the baclofen/morphine that was in the pump to cover the spasticity/jerks and pain with oral medications. The rep stated that the patient has been in a state of sedation since the surgery. Since they will not be able to put in another pump until after the infection is cleared, the rep was asking if a medtronic pump could be used outside the body with epidural type catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.